Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges metallosis and pain. Litigation alleges the patient exhibited symptoms of a loose implant, but is not specific on which implant would have attributed to the loosening, should we receive further information, we will update the complaint at that time.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update - 2/10/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges excessive pain for years, decreased mobility. Pfs also indicates patient expired on (B)(6) 2016. Further review of the medical records indicates that the hip that is the subject of litigation that was revised on (B)(6) 2007, is the right hip. The right hip contained only competitor products, both prior to the revision and following. Also, there is no evidence to support that any depuy products were contributory to the patient's death as indicated above. Will leave products reported as is, in the event that any further information forthcoming may revise the allegations.